Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. The review identified, "possible fractured screw along the medial wall of the acetabulum. Plate and screw fixation, which also appears to be loose. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause determined incompatible implant usage. The surgeon did not like the position of the post; therefore, the surgeon implanted a dome screw instead which subsequently fractured leading to the revision. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6). Although the patient is reportedly being considered for revision, a revision has not been reported to zimmer biomet. The device is assumed yet implanted. No further information has been made available. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that implant malpositioning was identified at the patient's primary left total hip arthroplasty. It was identified in follow up that a screw had fractured in vivo allowing the tri-flange component to migrate. The patient is reportedly being considered for revision, however, a revision has not been reported. Follow up for additional information has been attempted and no further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.